Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no delivery alarm, occlusion alarm and operating currents due to motor error alarms. No unexpected failed battery test anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, cracked reservoir tube lip and serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and was shooting insulin. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to a body scanner. The customer was able to complete pump rewind, however, the alarm history contained more than one motor error alarm within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer mentioned receiving a no delivery and bad battery alarm. The no delivery and how it can tie to the motor error was explained and troubleshooting for the bad battery alarm was offered, but the customer declined. The insulin pump will be returned for analysis.